Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed that both spike leads were separated from the y site inlet ports. Closer visual inspection revealed that there is no visible solvent plow ridge or residue on the ends of the tubing. The remaining solvent bonds were pull tested without noting any issues. The reported condition was verified. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a y-type irrigation set¿s tubing separated from the y junction site. This occurred during set-up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.